Event description:
It was reported that the insulin pump has physical damage. The blood glucose reading is 102 mg/dl. Customer stated that the motor end of the insulin pump is completely broken off. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with cracked and broken off end cap. The insulin pump received with physical damage to motor assembly. Unable to perform displacement test due to physical damage. The insulin pump received with severely scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.